Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The returned sample showed the reported defect of foreign matter on the catheter tip. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported with the use of the bd intima-ii¿ closed IV catheter system there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported with the use of the bd intima-ii¿ closed IV catheter system there was an issue with foreign matter. There was no report of injury or further medical intervention.